Event description:
Lifepak 9 internal defibrillator paddles brought to or room with lifepak 6 defibrillator for pt with ruptured aortic aneurysm with cardiac dysrhythmia. Pt died after compatible paddles obtained.